Event description:
Subsequent to the initial MDR, clarification was provided on 07/17/2025. On (B)(6) 2025, the patient experienced a hard fall. She was unable to confirm the continuous glucose monitor (cgm) reading prior to the incident but believed she was experiencing hypoglycemia. She reported that her dexcom device did not alert her to a low glucose level. It was not confirmed during the call whether a manual fingerstick (fs) was taken, whether she experienced any symptoms prior to the fall, or what her low alert threshold was set to on the receiver. During the fall, the patient hit her head and arms on the floor. Her apple watch detected the fall and automatically contacted emergency services. The dispatcher remained on the line with the patient until paramedics arrived. Upon arrival, the paramedics noted a cgm reading of 44 mg/dl. A manual fs was performed, but the result was not communicated to the patient. The paramedics treated the patient with what she described as ¿a bag of glucose or something¿ and provided three servings of orange juice. The patient declined transport to the hospital. The paramedics remained with her for approximately 30 minutes, during which her blood glucose reportedly rose to 94 mg/dl though it was unclear whether this value came from the cgm or a manual fs. The patient was stable when the paramedics departed. No further medical evaluation or intervention was documented.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient had an incident wherein she had a hard fall. The patient stated that she did receive an alert when her cgm went low. Paramedics were alerted and when they arrived, the cgm reading was at 44 mg/dl. The paramedic took a manual fingerstick, but she was not informed what the reading was. She believes she was given a bag of glucose (she is unsure) and drank 3 orange juices. The paramedics waited for about 30 minutes until her bg increased to 94 mg/dl because she didn't want to be transported to the hospital. They cleaned the blood and taped up her wounds on her arm. The patient was stable when the paramedics left. She continued wearing the sensor for 10 days. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.